Event description:
The consumer reported that the patient felt a shocking sensation. The patient had shocking pains in their lower back from it. The patient knew it was from the device, so they stopped using it for a while. When the device was on, the patient felt shooting pain in their back and not in their sacral nerve. The issue was related to positional movements and the patient didn't feel shocking constantly, it was more random. If the patient moved a certain way they would feel the shocking sensation and they were limited in their movements because of this. The patient wanted the device taken out and was looking for a health care provider (hcp) that could remove the device. The patient had informed a health care provider (hcp) about this issue and told them about the shocking pains. The patient was looking for a hcp to take the implant out. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.